Manufacturer narrative:
Unit received with a blank display. During visual inspection and found u1 on pcb1 was burned. The original pcb1 was replaced and installed in a original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit display properly and no anomaly noted. No moisture damage on the electronics, battery tube, battery connector, vibrator, motor, 40 pin flexible printed circuit/lcd. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test due to blank display. Unit had scratched case, stained keypad overlay, display window cover missing. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had overheating. Troubleshooting was completed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.